Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Event description:
Customer reported issues with the buttons and bolus alarm of the insulin pump. Customer states that the buttons were not responding. The blood glucose reading is 119 mg/dl. The insulin pump will be replaced. Nothing further reported.